Event description:
Procedure: vats. According to the reporter: while applying clips on tissue, clips were not holding. The patient lost 600 cc of blood but the surgeon equates 400cc due to the clips not holding. It was not known if the patient was transfused. Or time was extended but the time frame was not known.

Manufacturer narrative:
Initial report sent to FDA on 12/06/2007.